Event description:
The patient has reportedly been experiencing pain at the ipg. Surgical intervention is expected to take place to rectify the patient issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-00658. Additional information was received indicating that the patient underwent a surgical replacement procedure on (B)(6) 2023 in which the patients ipg was replaced. During the procedure the patients right lead was noticed to have migrated and was replaced as well. Therapy was restored post operatively.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108899. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.